Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. Data analysis confirmed the bd alert was due to magnet applications on (B)(6) 2024 totaling at least 6808 seconds (approximately 113 minutes). The bd alert was triggered two days later. Technical services (ts) confirmed with the magnet removed and the buzzer silenced, the battery voltage should recover within a week to reset the bd alert. Additionally, ts noted a system impedance of 90 ohms, where previously this value was in a higher range with max value of 155 ohms on (B)(6) 2022. The health care professional (hcp) was advised to check if there was any system revision recently or loss of patient body mass index (bmi). No adverse patient effects were reported. This product remains in service.